Event description:
It was reported that during a procedure involving the rapidcross percutaneous transluminal angioplasty, the cap on the actual balloon broke right before deflation. When hooking up the inflator, the lure lock plastic connector broke and balloon deflation difficulties occurred, this incident caused a delay in surgery as it took a couple of minutes to remove the defective balloon and replace it with another. The procedure was conducted on the anterior tibial artery, specifically in the mid-section of the peripheral artery. The vessel was post-dilated, and the device was safely removed from the patient. A new device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.